Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for follow up showing high, out of range, pacing lead impedance measurements on the rv lead. Lead was explanted and replaced. Patient was stable post-procedure.